Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was tubing came apart. The site location was abdomen. No further information available.